Manufacturer narrative:
(B)(4) date sent to the FDA: 08/10/2020 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device pg6044 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. When was the detachment of suture from needle occurred: in the packet, during dispensing or during use on the patient? During use 2. What was the initial procedure? Fascial closure 3 .status of product return - received at office, pending to send for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/9/2020. Additional h3 investigation summary: it was reported pull off - suture needle. Two pictures were provided for analysis. Upon visual inspection of the pictures, one labeled winding former with a detached needle and suture inside an opened foil of product code pdp9370, lot pg6044 could be observed. However, no conclusion could be reached. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional h3 investigation summary: it was reported pull off - suture needle. One empty opened foil and one winding former with a needle and a suture of product code pdp9370, lot pg6044 were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement.  The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the detachment of suture from needle occurred: in the packet, during dispensing or during use on the patient? What was the initial procedure? Device return follow up.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that intra-op, the suture strand detached from the surgical needle. There were no patient consequences reported. Additional information has been requested.